Event description:
Defective part. I just sent over serial numbers and exactech stamp proving shoulder implant was defective. I also have three claims with exactech shoulder recall. With the court, stating comprised, right before going into surgery the pa came while I was lying in bed with IV medication and my wife by my side (a 40 yrs professional nurse 25 in emergency room) witnessed pa stating doctor ran serial numbers and my part wasn¿t compromised. My wife gave my phone to me being drugged up and showed him serial number stamp from exactech part. My part was compromised. They tried to cover up. My injuries stating it was something else. He quickly wanted a snapshot. Revision surgery was (B)(6) 2024. When surgery was done, I had a massive cellular infection from glenoid joint. In pathology report, if FDA wants it, I will send over. I had to have 14 weeks of IV antibiotics with a nurse 3 times a day which elevated my liver enzymes. So high I couldn't walk without home care. Then had 2 months oral. I am still at (B)(6) with a shoulder ablation that made shoulder worse. I went in at 10 plus pain, level. Two days after ablation, pain started up. I was up 52 hrs followed up with emergency visit over holiday weekend. I am telling FDA because doctor never reported the comprised part in (B)(6) when FDA came out. They knew about it in (B)(6) 2024 stating this to me. Then (B)(6) 2024 I had an emergency revision surgery. These notes need to be recorded from FDA to kroll and exactech. They did no such thing. (B)(6) (B)(6). Sent from my iphone.